Manufacturer narrative:
Additional information was received concerning the suspect medical device for this report. The correct manufacturing site has been corrected and reported under 3002037047-2018-00020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a corneal burn occurred during the sculpting phase of a cataract procedure. Sutures were required to close the wound. An anti-inflammatory was used at the time of the event. The corneal burn resulted in corneal opacity and regular astigmatism. No further treatment or intervention is planned. Additional information requested but not received.